Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after connecting all parts, the screw driver is connected to a ka vo machine (motor). The screw holder is not rotating. Patient condition reported as okay. This report is 9 of 15 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: coupling of a turning handle (part 03.505.005) was possible and revealed little to no abnormal friction within the screwdriver handle (part 03.505.004 lot 8134069). The exterior of the device were found to be acceptable and in very good condition. It was noted that the screwdriver shaft (part 03.505.003 lot 8130113) was loosely connected to the screwdriver handle (03.505.004 lot 8134069); however, despite this loose connection the distal end (inner gear) rotated. Upon disassembly, the threaded coupling between the handle and the shaft was found to be in good condition. The inner drive shaft had minor discoloration, functioning (i.e. Good condition) ball bearing, and no debris. On the inner drive shaft (03.505.003), between the worm gear and the distal ball bearing, an opaque gelatinous substance was found, possibly a lubricant. The complaint relating this device assembly could not be duplicated as the devices function normally if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: dzi, dzj. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.